Event description:
Event description boston scientific crm received information that this right ventricular lead exhibited impedances greater than 2500 ohms. The lead was noted as still having functional pacing and sensing. No adverse patient effects were reported.